Event description:
It was reported the patient had a loss of therapeutic effect. The patient had to use their dsmo medication to calm their bladder. The patient had tried programs one, two, and was currently on program three. The patient had increased stimulation because they could not feel it. They wanted to try program four. While on the call, the patient switched to program four and adjusted to a level that they could ¿somewhat¿ feel stimulation at. It was reported the patient had greater than fifty percent symptom reduction. The patient was seen twice for reprogramming and changed to program three and then program four. The patient did not get relief from any level of either program. Medication did help. The patient experienced extreme bladder spasms, frequency, and urgency. The patient had a sudden loss of therapeutic effect. The patient did not lose stimulation sensation. The patient¿s symptoms were ongoing. The patient¿s battery was due to run out. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, (B)(4) serial# (B)(4) implanted: (B)(6) 2008, product type programmer, patient. Product ID: 3889-28, lot# v072260, serial# implanted: (B)(6) 2008, product type: lead. (B)(4).